Event description:
On (B)(6) 2015, the reporter contacted lifescan france, alleging an inaccurate control solution result of "157 mg/dl" compared to the expected range of 102-138 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 : the lay user/patient¿s test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.